Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated there was lack of reproducibility on 3 patients with the architect ca 19-9xr assay. Patient 3 tested architect ca 19-9xr = 3, 26, 24 u/ml. The erratic results were not reported outside of the laboratory. No impact to pt mgmt was reported.